Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported leak was confirmed. Additionally, there was a noted tear and chatter marks in the inner member. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined a potential product quality issue based on the reported leak and noted tear and chatter marks in the inner member. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that during device preparation, air bubbles were observed in the syringe during aspiration of a 2.5x15mm nc trek balloon dilatation catheter (bdc) and the device was not used in the patient. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided regarding this issue.